Event description:
A physician reported that fluid leakage was observed from the left side of the cassette of the device during cataract surgery (without intraocular lens implant). The surgery was successfully completed on same day by replacing it with new product. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).